Event description:
It was reported that on the evening following the implant procedure, the ventricular lead had a period of non-capture. The lead was checked that night and the following morning and capture was occurring. The physician determined it was temporary microdislodgement. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).